Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display also had critical pump error. The customer stated that the insulin pump was exposed to moisture. The customer also stated that the frozen screen recurred. Customer stated that the display was not blank less than 30 seconds or did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap and battery compartment was neither damaged nor corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test or confirm frozen screen or critical pump error alarm due to blank display.